Event description:
It was reported that the patient¿s supraventricular tachycardia rhythm was detected as a ventricular tachycardia. The cardiac resynchronization therapy defibrillator delivered inappropriate anti-tachycardia pacing therapies and shock. The shock initiated true ventricular tachycardia and ventricular fibrillation. The device shocked appropriately and the rhythm was converted to sinus. Programming changes were discussed. No further information was available.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Event description:
New information states that the device was explanted due to unknown reason.

Event description:
New information states that the device was explanted electively. The patient was stable.